Event description:
It is reported that the pt is experiencing pain.

Manufacturer narrative:
Device history records were reviewed and did not find any deviations or anomalies. These devices are used for treatment. Updated information received via primary operative notes and implanted product information. Review of primary operative notes confirms patient underwent a right total knee arthroplasty due to osteoarthritis. The alignment guide found the knee to be in excellent alignment with regards to the femoral and tibial cuts. Trial components had excellent range of motion and stability and appropriate patellar tracking. Final implanted components after cement hardening were found to have excellent range of motion and were well balanced. Components appear to be implanted with the correct orientation and fit as per the surgical technique. A product history search revealed no additional complaints against the related part and lot combination. A definitive root cause cannot be determined with the information provided.

Manufacturer narrative:
Evaluation summary: no devices or photos were received; therefore the condition of the components is unknown. Surgical notes were not provided. Radiographs were not provided; it is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. Attempts have been made to obtain additional information; however, no information has been received to date. A definitive root cause cannot be determined with the information provided. However, the complaint may be revised upon return of radiographs and/or literature product or further information. Evaluation: the part numbers and lot numbers are unknown; therefore the device history records could not be reviewed. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available information, the need for corrective action is not indicated.

Manufacturer narrative:
This report will be amended when our investigation is complete.

Manufacturer narrative:
This report will be amended when our investigation is complete.